Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r; upn: m365sc11320, model: sc-1132, serial: (B)(6), and batch: 205386.

Event description:
It was reported that the patient was sent to the emergency room wherein a computerized tomography (CT) scan was performed and showed that the leads had migrated. Overstimulation and inadequate stimulation were also reported. The patient underwent a revision procedure wherein the leads were repositioned and remains implanted. Post operation, it was reported that the patient never received adequate stimulation and currently experiencing numbness in right arm with shocking sensations felt in the chest, left arm, and legs with or without therapy on. Additional information was received that the patients system migrated even after it was revised. All components were explanted and will not be returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8216-70, serial: (B)(4), batch: 7050949.

Event description:
It was reported that the patient was sent to the emergency room wherein a computerized tomography (CT) scan was performed and showed that the leads had migrated. Overstimulation and inadequate stimulation were also reported. The patient underwent a revision procedure wherein the leads were repositioned and remains implanted. Post operation, it was reported that the patient never received adequate stimulation and currently experiencing numbness in right arm with shocking sensations felt in the chest, left arm, and legs with or without therapy on.